Event description:
It was initially reported on (B)(6) by the patient was experiencing stimulating with no control. The patient was concerned that there was something with her generator. The manufacturer has no record of this patient. Good faith attempts to determine who the patient is and what neurologist the patient see have been unsuccessful.

Event description:
Additional information was received from another (B)(6) post. The patient had a generator and lead replacement due to a lead break. It has still not been determined the identity of the patient and what physician they may be seeing.